Event description:
It was reported that the absolute pro stent deployed in the subclavian artery without issue. Upon removal of the stent delivery system, the system became stuck on the 6 f sheath. Everything was removed as one unit. There was no intervention to remove the device. There was no clinically significant delay in procedure and the patient did not experience any adverse sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned with blood on the handle, shaft, stent holder, and in the guide wire lumen and distal sheath, consistent with the reported use. There was no saline visible. The stabilizer was pulled out of the strain relief tubing. The shaft was still attached to the handle by the inner member. An introducer sheath was returned frozen on the shaft. The proximal end of the introducer sheath was 36.5 cm distal to the strain relief tubing. The proximal end of the stabilizer was at the proximal end of the introducer sheath. The shaft was wavy at the distal end of the sheath for a length of 13 cm. There were multiple bends in the full length of the shaft. There was no other damage noted to the sess. Potential factors for difficulty removing the absolute pro from the introducer sheath include, but are not limited to, anatomical conditions, damage to the introducer sheath or damage to the sess. In this case, the sess was advanced and the stent was deployed with no reported issue. This suggests that the damage likely occurred after stent deployment. The shaft was noted to be wavy at the distal end and had several bends throughout the full length. This damage appears to have contributed to the difficulty removing. Although a cause for this shaft damage could not be determined, anatomical conditions likely contributed to the damage. The stabilizer was pulled out of the strain relief tubing, which likely occurred during the attempt to remove the system from the introducer sheath. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be related to case circumstances and there is no indication of a product quality deficiency. During manufacturing all self expanding stent systems are 100% visually inspected for damage at multiple operations prior to loading into the dispenser coil and packaging. Overall, the reported difficulties appear to be related to case circumstances and there is no indication of a product quality deficiency.